Event description:
Baxter (B)(4) received a report that one (1) infusor device underinfused during the patient use. The actual flow rate was 96ml/72hr. The total fill volume was unknown. It is unknown with what the device was filled. There was patient involvement but no patient injury and medical intervention. No additional information.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing solution in the reservoir. The reported condition of an underinfusion was not confirmed. Visual examination of the sample showed no signs of physical abnormality. Flow was readily observed at the luer. The solution in the bladder was allowed to drain until emptied. An accuracy flow test was performed on the sample for 42 hours. At the end of the flow test period, the unit produced the following flow rates: calculated flow rate = 1.87 ml/hr, normalized flow rate = 1.92 ml/hr. Specification range = 1.80 - 2.20 ml/hr. The infusor produced functional results within the specification range; the device performed as expected. No root cause was identified. No repair was done, as this is a single-use device which will be discarded. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.